Manufacturer narrative:
(B)(4): device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the clips were not forming properly. It was not reported how the procedure was completed. No other details of the event were provided. There was no impact to the patient reported.